Manufacturer narrative:
The event unit was returned to applied medical for evaluation, however, a piece of the event unit was not returned. Visual inspection confirmed the complainant¿s experience of a device breakage. Based on the condition of the partial unit that was returned, the root cause of the reported event could not be determined. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This documents reflects both the initial and final report.

Event description:
Procedure performed: tlh towards the end of the case doctor was grasping the cardinal ligament when he went to close the device, the jaw broke off and was dangling by the wire. 5mm trocar was being used so the device had to be cut and pulled out. Doctor reported to the rep that the patient¿s endometrial tissue wasn¿t bad. A new device was opened and the case was completed. Additional information received (B)(6) 2018: I am not sure I can reach out to the surgeon and ask for more clarification. What I was told was they had to cut the wire in order to get the jaw out of the trocar because they were just using 5 mm trocars. Additional information received (B)(6) 2018: they did confirm there were no abnormalities with that case. Patient status: no patient injury.